Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy and acquired peritonitis. On an unreported date, the patient was hospitalized for the event. The break in aseptic technique was reported as the patient made a mistake of not wearing a mask while performing pd therapy and the area was not clean before starting pd. On an unreported date, the patient was treated for the peritonitis with inj. (Injection) fortum-1 gm for 14 days in the night dwelling, inj. Vancomycin -1gm, IV-intravenously, 1-4-7-14 day, and inj. Tobramycin, 40mg/for 14 days. The outcome of the patient was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.